Event description:
Medtronic performer heart lung machine malfunction. Pump set up: the autoclamp was not used. It was not placed on the tubing, tested or activated. The alarm for the autoclamp had been adjusted to provide a message if there was backflow detected, however, the clamp was not in use. The pump was set to stop the cardioplegia if the arterial pump stopped. The flow probe/abd was placed distal to the arterial line filter, between the filter and the pt. The circuit was co2 flushed and primed in the usual manner. The arterial filter was clamped off, inverted and lightly tapped to dislodge any air, per the manufacturer's instructions. The clamps were then replaced in the normal configuration and the circuit was recirculated for about 2 hours prior to initiating cpb. The circuit had no visible air present. Clocks: the perfusionist charted using the clock on the east wall of operating room. The anesthesiologist's computer clock and their record was approximately 45 seconds faster -ahead- of the wall clock. The clock inside the computer of pump #3 was 4 minutes ahead of the wall clock, or perfusion chart time. Cpb: cpb was initiated in a routine manner at 09:39, wall clock time. The abd was turned on after cpb was initiated. The cardioplegia air detector was also activated once blood entered the cardioplegia circuit. The case was very routine and venous return was adequate during the procedure. The reservoir never emptied or even got precipitously low during the procedure. At 10:36 -wall clock-, an alarm went off indicating there was "air detected by abd". There was no air present, no reason to assume micro air from blood gas sampling or injections, so the alarm was cleared. The alarm immediately went off after clearing, again, and again, so the abd was deactivated at 10:37 -wall clock-. The pt was rewarmed to 37.0 and a final dose of cardioplegia was initiated at 10:57 -wall clock-. About 30-40 seconds later, the arterial pump stopped! Wall time was 10:38. The alarm condition was "abd cable not connected". Because the abd was deactivated at the time, the alarm was confusing. The cable was certainly connected. Pressing the silence button did not deactivate the alarm or enable the perfusionist to clear the alarm, as the display would not come up. There was no blood or other liquid spilled on the connection or the flow probe. The arterial line was being pulled somewhat tight by staff standing at the field, and that was the only thing that might have changed from any previous condition. Arterial and venous lines were clamped to prevent further exsanguination of the pt. The cardioplegia pump had stopped due to the alarm condition. The arterial pump was then turned all the way off and then back on again, but it still didn't come on. A second perfusionist was called to help. The perfusionist attempted to put the pump into emergency over ride, but was unsuccessful. So at 11:00, wall clock time, hand cranking was initiated. The pt sustained a lack of perfusion for 2 minutes and the blood pressure dropped -according to the anesthesia computer- from 60 mmhg to 20 for those 2 minutes. Hand cranking raised the bp to 47 mmhg. Also at 11:00, after hand cranking was initiated, the surgeon released the x-clamp from the aorta. The second perfusionist arrived after hand cranking had been initiated. The ventilation gas was changed to 100% oxygen and the sweep was raised to 6 l/min to remove excess co2. He began troubleshooting the connections and could find nothing wrong. He unplugged and replugged the abd/flow probe, but that didn't change anything. He was able to get the pump into emergency mode and at 11:02 -wall clock- the biohead was returned to the main pump drive and hand cranking was suspended. The pt's bp returned to 60mmhg. The fio2 and sweep rate were returned to 70% and 2.5 l/min. In emergency mode, the pump was not giving a flow reading. The second perfusionist tried cleaning the sensor, but that didn't change anything. Perfusion was conducted using the combination of pump resistance pressure, rpm's and pt's bp and venous saturation to access adequate perfusion. Prior to the incident, the pt's bp was 60 at a blood flow of 4.8 l/min with a resistance p of 202 and rpm around 2800. The pt was weaned from cpb at 11:13 without difficulty. After weaning, the second perfusionist tried a different flow sensor/abd on the circuit, but it also would not give a flow reading.